Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed a single occurence of a system fault (sf 65). The reported fault could not be reproduced during in-house testing. The investigation determined that the device fault was due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident (B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported by resmed that during the service center evaluation of the device logs, a system fault (sf 65) was identified. There was no patient injury reported as a result of this incident.